Event description:
The core impaction drill was sent for evaluation due to overheating during a procedure. No adverse event was associated with the device. The procedure was completed with a readily available alternate device without any procedure delay.

Manufacturer narrative:
Corrosion of the driveshaft and its bearings was identified as the probable cause of the device overheating. Corrosion damage can lead to increased heat production due to increased friction between the surfaces of the moving parts within the device.